Event description:
The manufacturer received information from a medical equipment supplier alleging a stationary oxygen concentrator would not power on. The device was returned to the manufacturer for evaluation and the issue was confirmed. The device would not power on. During the evaluation, it was found that the capacitor inside the device had become faulty and exploded causing damage to the cables and also melted the casing. There was no hole caused by the capacitor, but the thermal output from the capacitor failing melted part of the front and back enclosure, and also melted the cables that connect to the compressor.

Manufacturer narrative:
Updated: section d: device identifier (gtin) updated. The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.